Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/7/2020. H.6. Investigation: one photo and one physical sample were provided to our quality team for investigation. Upon inspecting the product, the liquid inside the syringe is observed to be brown. The sample was sent for characterization analysis in attempt to identify any particles in the solution that may be causing the discoloration. The solution was extracted, however, we could not definitively identify the material. As the lot involved in this incident is unknown, a device history review could not be performed. There have been no changes in the manufacturing process or materials used to manufacture this product that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based upon the available information, we were unable to determine a root cause at this time.

Event description:
It was reported that the solution in a syringe 50ml ll was discolored. The following information was provided by the initial reporter: "a nurse prepared two ampoules of acupan with 50 ml of saline around 6.15 pm. At 18h30 the sap sounded occluded, the ide checks the infusion line + puncture point = nothing to report. At 19:30 the night nurse noticed a change in the colour of the product inside the syringe in the chamber, stopped the sap and recovered the device."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the solution in a syringe 50 ml ll was discolored. The following information was provided by the initial reporter: "a nurse prepared two ampoules of acupan with 50 ml of saline around 6.15 pm. At 18h30 the sap sounded occluded, the ide checks the infusion line + puncture point = nothing to report. 19:30 the night nurse noticed a change in the colour of the product inside the syringe in the chamber, stopped the sap and recovered the device."